Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she woke up with her right leg swollen like a balloon ready to bust and saw three circular areas on the side of her leg. Consumer also alleges when the steel footplates are in the up position on the outside of each one there are three protrusions that allegedly made three breaks in her leg.